Event description:
Patient with a history of pain greater than one year, treated with narcotics, non-narcotics and injections was implanted with a prodisc-l at l5-s1. Patient was diagnosed with lumbar disc herniation at l4-l5 and was returned to the operating room. Patient underwent bilateral hemilaminectomies, discectomies and foraminotomies for decompression of nerve roots at l4-l5 and posterior lumbar interbody fusion at l4-l5 with competitive implants.

Manufacturer narrative:
Subject device currently remains in the patient. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.